Event description:
Suspected infection [arthritis infective] liquid drained with a syringe appeared dark, tending to brown [synovial fluid analysis abnormal] synovitis [synovitis] liquid drained with a syringe [knee effusion] case narrative: this case was cross referenced with case ID: (B)(4). Initial information received from italy on 20-nov-2018 regarding an unsolicited valid serious case received from a physician. This case involves a 67 years old male patient who experienced suspected infection, liquid drained with a syringe appeared dark, tending to brown, liquid drained with a syringe (latency: unknown), synovitis (latency: 0 day) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient was suffering from mild hypertension, no rheumatologic diseases have been reported. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at unknown dose (lot - 8rsp002, january 2021) for upper knee cap infiltration. During, the night following the administration, the patient experienced severe synovitis (latency: 0 day). As corrective treatment the patient was been administrated with ice, unspecified anti-inflammatory drugs and antibiotic. On (B)(6) 2018, patient had second injection and had same reaction. The physician suspected an infection since the liquid drained with a syringe appeared dark, tending to brown (onset date and latency: unknown) but didn't performed a laboratory test on the drained liquid. The third scheduled administration had been deleted. It was reported that seven days after the infiltration the patient fully recovered. The physician stated that the patient didn't experienced fever and that hylan g-f 20, sodium hyaluronate wasn't diluted. The physician suspected a problem with the batch number and asked for a check as there were 3 patients who received this same lot number and had adverse events. Final diagnosis was suspected infection. Action taken: drug withdrawn. Corrective treatment: clavulanic acid/amoxicillin for 6 days for suspected infection; ice, unspecified anti-inflammatory drugs and antibiotic for rest of the events outcome: recovered for all events. Seriousness criteria: medically significant for suspected infection. A product technical complaint (ptc) was initiated on (B)(6) 2019,for synvisc. Batch number: 8rsp002; global ptc number: (B)(4). The production and quality control documentation for lot number 8rsp002 expiration date (01/2021) was reviewed. The investigation showed that the product met specifications. No associated non- conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 8rsp002 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2019, there are 3 complaints on file for lot number 8rsp002: (3) adverse event reports. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440: product complaint handling to determine if a CAPA was required. Additional information was received on 28-nov-2018 from physician. Corrective treatment updated for suspected infection. Clinical course was updated and text amended accordingly. Additional information was received on 09-jan-2019. Global ptc number and its results were added. Text amended accordingly.

Event description:
Suspected infection [arthritis infective] liquid drained with a syringe appeared dark, tending to brown [synovial fluid analysis abnormal] synovitis [synovitis] liquid drained with a syringe [knee effusion] case narrative: this case was cross referenced with case ID: (B)(4). Initial information received from italy on 20-nov-2018 regarding an unsolicited valid serious case received from a physician. This case involves a 67 years old male patient who experienced suspected infection, liquid drained with a syringe appeared dark, tending to brown, liquid drained with a syringe (latency: unknown), synovitis (latency: 0 day) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient was suffering from mild hypertension, no rheumatologic diseases have been reported. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at unknown dose (lot - 8rsp002, january 2021) for upper knee cap infiltration. During, the night following the administration, the patient experienced severe synovitis (latency: 0 day). As corrective treatment the patient was been administrated with ice, unspecified anti-inflammatory drugs and antibiotic. On (B)(6) 2018, patient had second injection and had same reaction. The physician suspected an infection since the liquid drained with a syringe appeared dark, tending to brown (onset date and latency: unknown) but didn't performed a laboratory test on the drained liquid. The third scheduled administration had been deleted. It was reported that seven days after the infiltration the patient fully recovered. The physician stated that the patient didn't experienced fever and that hylan g-f 20, sodium hyaluronate wasn't diluted. The physician suspected a problem with the batch number and asked for a check as there were 3 patients who received this same lot number and had adverse events. Final diagnosis was suspected infection. Action taken: drug withdrawn. Corrective treatment: clavulanic acid/amoxicillin for 6 days for suspected infection; ice, unspecified anti-inflammatory drugs and antibiotic for rest of the events. Outcome: recovered for all events. Seriousness criteria: medically significant for suspected infection. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc. Batch number: 8rsp002; global ptc number: (B)(4). The production and quality control documentation for lot number 8rsp002 expiration date (01/2021) was reviewed. The investigation showed that the product met specifications. No associated non- conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 8rsp002 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2019, there are 3 complaints on file for lot number 8rsp002: (3) adverse event reports. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440: product complaint handling to determine if a CAPA was required. Additional information was received on 28-nov-2018 from physician. Corrective treatment updated for suspected infection. Clinical course was updated and text amended accordingly. Additional information was received on 09-jan-2019. Global ptc number and its results were added. Text amended accordingly. Upon internal review on (B)(6) 2019 with clock start date of (B)(6) 2019, analysis of similar incidents was added to the case.

Event description:
Suspected infection [arthritis infective]. Liquid drained with a syringe appeared dark, tending to brown [synovial fluid analysis abnormal]. Synovitis [synovitis]. Liquid drained with a syringe [knee effusion]. Case narrative: this case was cross referenced with case ID: (B)(4) and (B)(4) (cluster). Initial information received from (B)(6) on 20-nov-2018 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) male patient who experienced suspected infection, liquid drained with a syringe appeared dark, tending to brown, liquid drained with a syringe (latency: unknown), synovitis (latency: 0 day) with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient was suffering from mild hypertension, no rheumatologic diseases have been reported. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at unknown dose (lot - 8rsp002, january 2021) for upper knee cap infiltration. During, the night following the administration, the patient experienced severe synovitis (latency: 0 day). As corrective treatment the patient was been administrated with ice, unspecified anti-inflammatory drugs and antibiotic. On (B)(6) 2018, patient had second injection and had same reaction. The physician suspected an infection since the liquid drained with a syringe appeared dark, tending to brown (onset date and latency: unknown) but didn't performed a laboratory test on the drained liquid. The third scheduled administration had been deleted. It was reported that seven days after the infiltration the patient fully recovered. The physician stated that the patient "didn't experienced" fever and that hylan g-f 20, sodium hyaluronate wasn't diluted. The physician suspected a problem with the batch number and asked for a check as there were 3 patients who received this same lot number and had adverse events. Final diagnosis was suspected infection. Action taken: drug withdrawn. Corrective treatment: clavulanic acid/amoxicillin for 6 days for suspected infection; ice, unspecified anti-inflammatory drugs and antibiotic for rest of the events. Outcome: recovered for all events. Seriousness criteria: medically significant for suspected infection. A product technical complaint was initiated and results were pending for the same. Additional information was received on 28-nov-2018 from physician. Corrective treatment updated for suspected infection. Clinical course was updated and text amended accordingly.